Event description:
It was reported that " after squeezing the handle and the trigger to remove the staple, the handle did not open during a surgery. Therefore, another unit was used to complete the procedure. There was a small amount of bleeding when removing the staple from the skin, but the patient recovered after that.". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 525980 weckstat staple extractor 12/box. The sample was visually examined with and without magnification. Visual examination of the returned sample revealed no clear evidence of use in the form of biological material. No defects or anomalies were observed on the returned sample. Functional inspection was performed by attempting to remove staples that were fired onto a simulated skin pad. All 39 staples tested were successfully removed from the simulated skin pad with no difficulty. No functional issues were found with the returned sample. The reported complaint of "failure to function-not removing staples" could not be confirmed based upon the sample received. The returned staple extractor was able to successfully remove all tested staples from the simulated skin pad with no difficulty. Visual and functional inspection did not reveal looseness in the jaws. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staple extractor. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that " after squeezing the handle and the trigger to remove the staple, the handle did not open during a surgery. Therefore, another unit was used to complete the procedure. There was a small amount of bleeding when removing the staple from the skin, but the patient recovered after that." No patient harm or injury. The patient status is reported as "fine".